Manufacturer narrative:
This supplemental report was filled to correct fields b2: "outcomes attrib to adv event".

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was exhausted. The patient presented to the emergency room and tachy therapy was turned off after the inappropriate therapy. This device remains in service. Additional information received from the field representative revealed that medication therapy is required for the programming settings that this patient had but he was not properly medicated. Therapy is considered inappropriate because device is not intended to treat atrial arrhythmias. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was exhausted. The patient presented to the emergency room and tachy therapy was turned off after the inappropriate therapy. This device remains in service. Additional information received from the field representative revealed that medication therapy is required for the programming settings that this patient had but he was not properly medicated. Therapy is considered inappropriate because device is not intended to treat atrial arrhythmias. No additional adverse patient effects were reported. Additional information received states that this device was explanted due to therapy upgrade and was returned for analysis.

Manufacturer narrative:
This supplemental report was filled to correct fields b2: "outcomes attrib to adv event", b5: "describe event or problem", g3: "report source", h6: "patient codes" and h10: "additional MFR narrative ". The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was exhausted. The patient presented to the emergency room and tachy therapy was turned off after the inappropriate therapy. This device remains in service. Additional information received from the field representative revealed that medication therapy is required for the programming settings that this patient had but he was not properly medicated. Therapy is considered inappropriate because device is not intended to treat atrial arrhythmias. No additional adverse patient effects were reported.